Event description:
Event description guidant received information that this atrial lead was fractured when it was forcibly removed from the header of the pacemaker during a routine pacemaker changeout procedure.